Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, the physician noticed that the subject pacemaker was pacing at 100 min-1 while it was programmed in vvi mode at 60 min-1. During a follow-up performed on (B)(6) 2018, the physician noticed that the pacemaker was pacing at high rate. The maximum pacing rate observed is 130 min-1, which is the same as the programmed maximum rate. The sales representative informed the physician that this behavior could be due to the rate smoothing function programmed on very low. On one ECG, ventricular pacing pause due to t-wave oversensing was suspected. Preliminary analysis results confirmed the reported fast pacing rate. It could be due to the programming of the rate smoothing function.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, the physician noticed that the subject pacemaker was pacing at 100 min-1 while it was programmed in vvi mode at 60 min-1 during a follow-up performed on (B)(6) 2018, the physician noticed that the pacemaker was pacing at high rate. The maximum pacing rate observed is 130 min-1, which is the same as the programmed maximum rate. The sales representative informed the physician that this behavior could be due to the rate smoothing function programmed on very low. On one ECG, ventricular pacing pause due to t-wave oversensing was suspected. Preliminary analysis results confirmed the reported fast pacing rate. It could be due to the programming of the rate smoothing function.